Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient was sleeping, and alerts were sounded from the pump. It was unknown why alerts were sounding, and no alerts would have sounded from the cgm display device. The patient didn't think too much the alerts and ¿set aside¿ the pump. The patient vomited in bed and went back to sleep. She then experienced a seizure and had a heart attack (sensor still in session and attached at this point). The patient was found by her daughter who called the emergencies. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was higher than 1400 mg/dl. The patient was hospitalized for 2 weeks but declined to provide further information and disconnected the call. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.